Manufacturer narrative:
This event was previously reported under manufacturing report number 1822565-2014-00313. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain and loosening of the tibial component.